Event description:
It was reported that the patient alert sounded due to high impedance of greater than 3000 ohms. The lead was replaced. No patient complications have been reported as a result of this event.